Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noticed in the tubing leaving the cartridge. Customer's blood glucose level was 200-300 mg/dl. Reportedly, the customer administered a manual injection. Recommendation was made to eliminate observed air bubbles.